Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the high brightness motor fatigue could not be identified. However, it¿s likely the cause is related to an operational failure of the turret of the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, visual inspection found no abnormalities, the front panel was flashing, and the nbi mode could not be switched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera pro xenon light source was stuck in narrow band imaging (nbi) mode and could not return to normal mode. Upon inspection of the customer¿s returned device it was observed, the device exhibited error due to high brightness motor fatigue. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.